Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 21-june-2024, it was reported by the patient that he receives an alarm. Infusion set was placed in abdomen. In troubleshooting blockage was found in the tubing. No further information was available.